Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_ptm_prog, product type programmer, patient.

Event description:
Information was received from a patient regarding a personal therapy manager (ptm) used with an implantable drug infusion device. The drug being delivered was baclofen (unknown) and demerol (meperidine) with unknown concentrations and dosages. The reason for use was spinal pain. It was reported that the patient was locked out from receiving a bolus. The issue of the bolus being unexpectedly declined had happened since 2016 (in the past year). The patient reported that a lot of times when they are due for a bolus they will request a bolus and see a max duration lockout. The information was consistent with lockout due to uplink interference. It was recommended that the patient have the pump interrogated to see how many boluses they were getting after they requested. It was also reported that there had been more medication in the pump reservoir at the past 2 refills. The dates were unknown. The pain levels were up. The patient reported the issues to the manufacturer¿s representative a couple of times, and the notify date was not known. There were no further complications reported/anticipated.